Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for chronic back pain. The patient¿s medical history includes diabetes and diabetic neuropathy. It was reported that the patient had not used or charged his stimulator in over 8 months. He had difficulty charging the device due to not being able to reach behind him to his back. This issue was noted have started in 2018. He has trouble with movement in his bilateral shoulders and gained some weight making it more difficult to charge. The patient had discussed these problems with a manufacturer representative at an appointment on (B)(6) 2019; however, he did not have his external equipment with to troubleshoot and the issue was not assessed any further at that point. The patient noted that when the device was on, it worked for a bit, and then he could not tell a difference after it being on for a while. The patient also has a pain pump which helps his pain better than the stimulator. The patient had the entire spinal cord stimulation system explanted on (B)(6) 2019. The issue was resolved at the time of the report. There were no further complications reported or anticipated.